Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-02099. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.